Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose at time of incident was 390 mg/dl. Customer was treated with pump. Customer's current blood glucose today is 492 mg/dl. Customer stated that she bolus for high reading and received no delivery. Customer stated she changed set and when she choose to rewind it squirt across the pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 492 mg/dl. Customer does not do high blood glucose troubleshooting.